Manufacturer narrative:
Evaluation summary: a company physician evaluated the provided photos: two photos from a literature article were provided. One dark field technique slit lamp image of an eye implanted with an iol showing what appears like light scattering artifacts apparently in the iol body. Another magnified photo of what appears like microvacuoles of variable diameter potentially in the iol body. The observations are compatible with glistenings. Effect on vision cannot be determined based on photos. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The complaint file was opened from a literature report. Not enough information was provided in the report for further investigation. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
In a literature article, the author reported that a (B)(6) man developed hazy and "glistening" vision 1 year after uneventful cataract extraction with placement of an acrylic posterior chamber intraocular lens (iol). The slit lamp examination revealed diffuse cysts in all layers of the optic. Due to intractable symptoms in bright lights and when driving at night, the patient required an iol exchange. Microscopically, fluid filled opacities were seen. Through glistenings have been described in all iol materials, acrylic material appears to be more prone to visually significant glistenings.